Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via merlin.net with episodes of non-sustained right ventricular oversensing. Programming changes were discussed. No further information was available.